Event description:
It was reported to philips that the customer observed a solid red x when the device was powered on and there was a service device inop message. There was no reported adverse patient impact.